Event description:
The complainant reported an under-delivery. The calculated delivery volume was 300 ml at a rate of 300 ml/hour; however, after 1 hour, the actual delivery volume was 2 ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).